Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired on (B)(6) 2015 while at home. The patient was reportedly found with ¿blood around the body¿ and the system controller giving an audible and visual low flow alarm. The manufacturer's technical services reviewed the provided log file and noted that the runtime parameters were within the normal limits until the last 2 1/2 hours of the log file. During this period of time, pump power and flow dropped a few times while tethered to the power module until power was removed. The driveline was reportedly disconnected shortly afterwards. Further information regarding the event was requested but not provided.

Manufacturer narrative:
The patient weight was not provided. Approximate age of device - 6 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
It was initially reported that the device was returning for analysis; however, the device was not returned. A correlation between the device and the patient's death could not be conclusively determined. The lvad was not returned for evaluation; however, a system controller was returned to the manufacturer. The reported low flow alarms were confirmed per the evaluation of extracted log files from the system controller. The log file contained low flow hazard alarm events on (B)(6) 2015 starting at starting 8:37 am due to the flow estimation value reaching below the 2.5 lpm threshold. The driveline and both power cables were disconnected at 11:06 am, indicating the system controller was removed from service. The pump speed value matched the set speed value when the driveline was connected. The returned system controller was functionally tested using the manufacturer¿s laboratory equipment and was found to function as intended. The device passed the functional test procedure, confirming all visual and audible alarms activated when they were induced. The device operated on a mock circulatory loop without any notable event captured in the history. No device functional issue was identified during analysis. A review of the device history records revealed that the devices met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.